Event description:
It was reported that while in use on a patient, this 980 ventilator was flashing red light error message, ¿can only give 21% or 100% fraction of inspired oxygen (fio2), replace ventilator¿ and the alarm could not be silenced. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Based on review of the service evaluation, ventilator entered backup ventilation with a related diagnostic code.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 980 ventilator was flashing a red light error message, ¿can only give 21% or 100% fraction of inspired oxygen (fio2), replace ventilator¿ and the alarm could not be silenced. Based on the review of the service evaluation, the ventilator entered backup ventilation with a related diagnostic code. The device was available for evaluation. Service personnel (sp) inspected the unit and confirmed the reported issue. Sp performed the extended self test (est) as the corrective action and passed successfully. The unit was returned to normal working condition at the time of service. The cause of the event could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.